Event description:
Device was used by the physician as the viscoelastic agent during routine cataract extraction with implantation of an iol near completion of the phacoemulsification a corneal burn was noted by the doctor and four tight sutures were placed. Five days postop the pt was noted to have a small leak at the wound site and 7.75 diopters of astigmatism. At 9 days postop the leak was still present and a bandage lens was placed. Subsequent to this the pt underwent numerous interventions with a consulting surgeon. In july the pt had a wound revision with placement of a triple layer of amniotic membrane. The implanting physician stated he believes the wound burn was probably caused by the clogging of the phaco handpiece by the viscoelastic. Physician stated he was unaware that training was required prior to the use of the product. Based on this info it cannot be presumed that healon5 was used in the correct manner.